Manufacturer narrative:
At the time of this report the suspect device has not been returned. As a result the issue could not be confirmed. If the device does arrive a supplemental report will be issued to provide results.

Event description:
Customer reported, that during patient procedure the glidescope gvl 3's connector was loose on the blade side of the connector, which caused intermittently no image. No delay in treatment and no back up device was used. No patient or user harm reported.